Manufacturer narrative:
The field service engineer found the customer had calibrated with a spoiled reagent pack. He replaced and realigned all the probes and made checks. The customer performed calibration and qc which was acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable vanc3 vancomycin results for eight patients with the cobas 8000 cobas c 502 module. Sample 1: the initial result was 16.3 ug/ml. The repeated result was 11.8 ug/ml. Sample 2: the initial result was <4.0 ug/ml with a data flag. The repeated result was 9.2 ug/ml. Sample 3: the initial result was <4.0 ug/ml with a data flag. The repeated result was 16.9 ug/ml. Sample 4: the initial result was <4.0 ug/ml with a data flag. The repeated result was 17.1 ug/ml. Sample 5: the initial result was <4.0 ug/ml with a data flag. The repeated result was 9.5 ug/ml. Sample 6: the initial result was <4.0 ug/ml with a data flag. The repeated result was 6.5 ug/ml. Sample 7: the initial result was <4.0 ug/ml with a data flag. The repeated result was 14.1 ug/ml. Sample 8: the initial result was <4.0 ug/ml with a data flag. The repeated result was 13.0 ug/ml. The questionable results were reported outside the laboratory. The repeated results are deemed correct. The reagent lot number was 47576601 with an expiration date of 31-oct-2021.

Manufacturer narrative:
The last calibration was performed (B)(6)2021, the data shows a significant drop in signals compared to the calibration from (B)(6)-2021. The qc recovery is not acceptable. This is an indication of a performance issue of the reagent. The alarm trace had sample short and abnormal aspiration alarms. The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 have been updated. D4 unique identifier (UDI) #: (B)(4)